Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose ranged from 119-188 mg/dl. Reportedly, customer loaded cold insulin into the cartridge. A supply change was performed to address the issues and insulin delivery was resumed.